Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a segment at the proximal end of one of the grips is broken off. The curved section of the grip adjacent to the pin that mates with the force amp pulley broke off. The broken piece was not returned, however, it measures approximately .125 x .040. The cross section of the grip at the fracture is roughly triangular in shape and inspection of fractured surface does not reveal any material flaws. No other damage was found.

Event description:
It was reported that during a da vinci s prostatectomy procedure a piece broke off of the prograsp forceps instrument and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.